Event description:
The customer reported the ventilator restarted and alarmed while in use on a pt. The customer reported there was no pt harm. The respironics svc tech confirmed there was a diagnostic code in the ventilator log history that indicated a +24 volt failure. The svc tech reported finding the ac power cord loose at its connection in the back of the ventilator, causing intermittent loss of ac power. The svc tech corrected the connection of the power cord. Extended self testing (est) was performed and passed per operating specs.

Manufacturer narrative:
Ac power cord was not fully seated into the back of the ventilator.